Event description:
(B)(4). I purchased a package of breathe right advanced nasal strips. After using the product on the first night, I woke up the next morning with a bruise on my nose at which the product was applied. The bruise was about the size of a pea. My wife also used the product that night and also woke up with a bruise, although not as large or significant. In reading the caution statement on the product, there is no note of possible bruising, just a possible allergic reaction. The package states that the product opens your nose more completely to breathe better and sleep better.